Event description:
It was reported to boston scientific corporation that an upsylony mesh was used during a procedure performed on (B)(6) 2006. As reported by the patient's attorney, the patient has experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2006 (implant date) as no event date was provided. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. This event was reported by the patient's legal representation. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.